Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system displayed a message requesting a key that is not assigned to this cabinet. A technical support specialist has deactivated the display of profile items on the other cabinets, allowing the item to be issued. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system displayed a message requesting a key that was not assigned to the cabinet. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.